Manufacturer narrative:
(B)(60. Manufacturing investigation evaluation: after analysis of the returned part, and review of the device history records, the following determination has been made: the shaft/tips of these probes may bend/break if excessive force and/or side pressure is being applied. The material used in the manufacture of this part and the hardness of the material were within the specified requirements indicated on the drawing. Based on the analysis of this instrument, and comparison to previous broken shaft occurrences, this probe broke as a result of excessive force and excessive side pressure. There were no findings to associate this failure to the manufacturing processes. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the returned thoracic pedicle probe (part 03.622.005 / lot 6529479) is used in various spine procedures including universal spine system (uss), matrix spine, and pangea procedures. The probe is used to open the pedicle canal and using the markings on the probe to determine pedicle depth and subsequently appropriate screw length. The returned probe was received with approximately 30mm of its tip broken off. The probe seemed to break in the region where the probe transitions from a flat surface into the shaft portion of the probe. The returned thoracic pedicle probe was manufactured in january, 2011. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No non-conformance reports were generated during production of the returned part. Review of the device history record showed that there were no issues during the manufacture of the products which would contribute to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based upon the event description, the category for the complaint has been corrected to include adverse event and required intervention due to the originally reported intra-operative events. (B)(4) additional medical intervention required to retrieve the broken fragment. Also, this code will cover the unintended intra-operative x-ray that was taken to confirm all pieces of the fragment were removed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part# 03.622.005 lot# 6529479 release to warehouse date: 12jan2011, supplier- teleflex medical, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while the surgeon was placing his screws with the matrix gearshift. Surgeon placed 3 screws on the right and l4 and l5 on the left without issue. When it came to preparing the s1 pedicle on the left, the gearshift broke. The gearshift was approximately 35-40mm in the pedicle when it broke off. The surgeon didn't notice right away until he handed it to the scrub tech and she noticed the whole tip was still inside the patient's pedicle (roughly 30mm worth). They immediately stopped progressing and tried to locate the tip. The surgeon had to use a high speed burr to expand the hole in the pedicle to locate the tip of the gearshift. Luckily, the surgeon was able to retrieve the tip with a kocher with minimal bone removed from the pedicle. To reassure all metal was removed properly, an x-ray was taken and it was verified that no part of the broken gearshift remained in the patient. The retrieval of the broken tip caused for a 15 minute time delay. The team then proceeded to put an 8.0x40mm expedium screw in the left s1 pedicle. The surgeon was asked how the screw felt and he said it was solidly placed with good bite in the vertebral body. The surgeon pulled on the screw with a kocher to check rigidity and it passed the test with no wobble or movement. The team completed the case successfully dropping in rods and final tightening without issue. Overall, the breakage of the gearshift caused no patient harm and the team was able to properly and successfully complete the procedure. The team retrieved all parts of the instrument and placed them on the back table upon recognition of the problem. The surgeon was happy with the final outcome despite the broken instrument. This report is 1 of 1 for (B)(4).